Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient spouse reported a right side deflation. The device remains implanted.

Event description:
Healthcare professional reported right side deflation. During the explant surgery, a hole in radius (edge) was observed. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: crease fold is observed. Wear abrasion is observed. Yellow particles in shell are observed.

Event description:
Healthcare professional reported, that the device was explanted and replaced. During the explant surgery, a hole in radius (edge) was observed.